Event description:
It was reported that the patient was feeling sick, she was "shocked" and sent to the hospital. The pulse generator could not be interrogated. The patient was in a coma and expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.